Event description:
It was reported that after post dilatation of an unknown stent, the physician felt the trek was tighter to the guide wire and more difficult to withdraw than a voyager. He did not feel there was an issue removing the trek post dilatation, just that comparatively it was more difficult. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Return of the trek catheter may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.